Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultralink meter read inaccurately low when he performed a control solution test. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that on the day of event at 3:00 am he obtained a control solution reading of "59 mg/dl" with the subject meter. The control solution range printed on the vial of subject strips was reported being "104-139 mg/dl." The cca noted that the pt is on an insulin pump. It is unk if the pt tested his blood glucose with the subject meter after the alleged issue began. However, the pt claimed that sometime after the issue began he became delirious and non-responsive. The pt also reported that he was treated with IV glucose by an hcp that same morning. The pt denied being tested on any other device. At the time of troubleshooting, the cca noted that the pt was using the incorrect testing technique when performing the control solution test. When the pt was walked through another control solution test at the time of the call, the result fell within the specified test strip range. Replacement product were sent to the pt. This complaint is being reported because the pt claims he was treated for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.